Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system software crashed on the device and could not bootup. The fse found that the ide optical drive was damaged. The fse re-installed system os and application and ghost was backed up. After re-installation and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and identified that the system had crashed. Philips has started an investigation of this complaint.